Event description:
Cardinal health first notified of event october 9, 2006. Nurse was injured, when handle of pump broke off, while unscrewing pump from IV pole. Nurse tried to grab pump by cord and then felt pain from neck to right hand. Subsequently had persistant burning and numbness hand. From neck to hand and currently has "pins and needles" sensation. She was off work approximately one month and has since returned to work 5 hours per day. Currently undergoing physical therapy. Serial number of pump unavailable and biomeds were unaware of incident so did not isolate device for evaluation. We do not anticipate device return or any additional follow-up from customer.